Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of october 10, 2021, was chosen as a best estimate based on the first mention of the erosion symptom. Block d4, h4: the complainant was unable to provide the suspect lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting and explanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2006 - captures the reportable event of erosion of the y-mesh at vaginal apex.. The following imdrf impact code capture the reportable event of: f1903 - captures the reportable event of patient had to undergo an excision of the eroded mesh.

Event description:
Note: this manufacturer report pertains to one of the two devices implanted in the same patient. Please refer to MFR report 3005099803-2023-05062 for the associated device. It was reported to boston scientific corporation that an upsylon y-mesh device was implanted into the patient during a da vinci robotic total laparoscopic hysterectomy, bilateral salpingectomy, sacrocolpopexy, and cystoscopy procedures performed on (B)(6) 2019, to treat a complete uterine procidentia. The patient underwent a surgery in which the fallopian tubes, ovarian vessels, round ligament, broad ligament, and cervix were removed using cautery instruments and scissors. The vaginal cuff was then closed with sutures. The posterior vagina was separated from the rectum and a y-mesh was placed on the sacral promontory to support the anterior and posterior vaginal walls. The incisions were closed, and the patient was found to be in stable condition with no complications. After the procedure, the patient experienced an erosion of the y-mesh at the vaginal apex. As a result, on (B)(6) 2021, the patient underwent an excision of the eroded mesh and a cystoscopy. The mesh was removed using metzenbaum scissors, and all exposed and palpable mesh was taken out, including the removal of three gore-tex sutures. Following the excision, the vaginal apex was closed and there were no further signs of additional mesh erosion. The cystoscopy revealed there was no bladder trauma, and the patient was taken to the recovery room in stable condition.